Event description:
Procedure: laparoscopic nephrectomy. According to the reporter: a piece of the jaws disengaged and fell into the surgical cavity. The piece was retrieved and another device was used. There was no reported bleeding or tissue damage, however, the case was delayed more than 30 mins.

Manufacturer narrative:
Date initial report sent: 08/27/2009.